Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd¿ slip-tip syringe with attached needle had difficulties drawing up medication and the needle broke off from the syringe during use and got "stuck" in the consumer's leg. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "patient claims that syringe and needle provided in the kit for injection is horrible. Has trouble drawing up and states needles have previously come off syringe and got stuck in his leg."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ slip-tip syringe with attached needle had difficulties drawing up medication and the needle broke off from the syringe during use and got "stuck" in the consumer's leg. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "patient claims that syringe and needle provided in the kit for injection is horrible. Has trouble drawing up and states needles have previously come off syringe and got stuck in his leg."